Event description:
While using the sound processor, the patient reportedly experienced intermittency. The patient was seen for evaluation. Programming adjustments were made. However, the program was not resolved. During testing, the patient reportedly experienced pain followed by "no lock". It was observed that no bony bed existed and the implant was very prominent. Revision surgery was scheduled for the patient's cii device.